Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was emitting tones due to the presence of high out of range pacing impedances of greater than 2000 ohms on the right ventricular (rv) channel. Provocative maneuvers did not elicit any noise and no major changes in impedances were observed. A suspected abrasion of the rv lead was thought to be the cause of the reported values. The physician was overall satisfied with the integrity of the system and no changes were made. The ICD remains in service and there were no adverse patient effects were reported. Additional information regarding the rv lead is being requested from the field. This event will be updated should further information is provided.